Event description:
Healthcare professional noted after patient was injected in the nasolabial folds with 1ml of juvederm ultra plus, patient developed itching and redness extending from the nasolabial folds to the glabellar area one day later. Patient was treated with "ceflex".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Allergan has requested further information regarding this event such as the lot number of the device. To date no additional information has been received. Device labeling: undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week.